Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the 12v sla battery clip would not fully engage the battery. The battery clip was replaced without incident. The pt remains ongoing and no further issues were reported.

Manufacturer narrative:
The 12v sla battery clip was returned to the MFR for eval and it was confirmed that the battery clip was unable to secure the batteries that were inserted into the clip. It was found that the spring and detent were loose, and the spring mounting screws were coming out of the spring mount block. A small amount of thread-locker was found on the spring mount screw holes and on one mounting screw. The other screw had no thread-locker. It appeared that the thread-locking solution was not applied properly. In addition, during examination of the battery clip housing, the threaded nut connector was found to be loose, and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector was addressed through the MFR's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) was issued. No further information is available. The MFR is now closing its file on this event.